Event description:
It was reported that the patient experienced a fall a couple of months after initial implant. During follow-up with the clinic, the high atrial lead threshold alert was noted and history showed numerous high atrial thresholds. During the lead revision, the lead pulled right out without having to retract the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).